Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. This complaint appears to be related to a manufacturing issue associated with leak issues. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall (remedial action initiated). Corrective action has been initiated per site operating procedures. The product will continue to be trended.

Event description:
It was reported that when connecting the indeflator to the balloon or stent, the connection does not hold, but the connection is maintained by manually holding the devices together. There was no adverse patient effect or clinically significant delay reported. No additional information was provided.